Manufacturer narrative:
Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set at a site with insufficient subcutaneous tissue on (B)(6) 2026 which causes high blood glucose. The high blood glucose was treated via pen.